Event description:
During product evaluation, failure code 570:320:840:0000 was found in the pump's event history. There was no patient injury or medical intervention necessary according to the hospital representative.